Event description:
The following report was received: "patient was transported from the ICU to the cath lab. The patient appeared to be being ventilated as there was chest movement. When the patient was stuck to insert the catheter the arterial blood was dark, indicating a low oxygen saturation. A pulse oximeter was connected and the patient's oxygen saturation was 46%. The patient was ambu-bagged and oxygen saturation improved to 83% and then 95%, which is the level it was at in the ICU. The patient was connected to a different ventilator and the oxygen saturation levels were maintained. The catheterization procedures were completed and the patient was transferred to another hospital for open heart surgery. The patient expired at the other facility before the surgery was completed. The oxylog 2000 was returned for analysis".

Manufacturer narrative:
Device received 10/07/2008. Investigation results will be part of a follow up report.